Manufacturer narrative:
(B)(4). Still under investigation.

Event description:
A (B)(6) male patient underwent initial evar on (B)(6) 2007 to repair a aaa with a left common iliac aneurysm. The physician placed one zenith flex main body and two zenith flex iliac leg grafts. There was disease progression that required this secondary intervention. The patient's aneurysm dilated until he had less than a mm of common iliac seal left so the physician intervened on (B)(6) 2014 before a type I endoleak occurred. A zenith iliac leg graft with spiral-z technology was placed inside of the previously placed graft, extended to the external iliac and ballooned. Upon angio, it was noted that the limb has a porosity issue. The new leak through the newly installed endograft limb would be best classified as a type IV transgraft endoleak. Another manufacturer's graft was placed inside the spiral-z limb to reline the limb and was ballooned. Upon angio, no leak was present. Device remain implanted as intended.